Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are (B)(4) units in stock in b. Braun surgical's warehouse. We have received 36 closed samples from our stock for analysis. To evaluate the conformity of these units, we performed the following tests: knot pull tensile strength results conducted on the closed samples analysed from our stock are 2.02 kgf in average and 1.91 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum). We have not found splitting on thread surface or curling defect on the closed samples received from stock before and after performing tests. Sewing test on artificial skin tissue has been conducted with the closed samples analysed from stock and thread splitting or curling does not appear when pulling the thread through the tissue. Visual appearance is the current and usual one. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 1.86 kgf in average and 1.67 kgf in minimum and fulfilled ep requirements: 0.92 kgf in average and 0.31 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received from stock comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the thread curls and breaks at the knot during a donati suture. Additional information has been requested.